Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope displayed a no image scope communication error. The issue was identified during inspection for use. The intended diagnostic procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation. The customer¿s allegation of the no image was not confirmed. The following additional findings were also identified and are as follows: (a.) The scope connector cover was deformed, (b.) The suction connector was sticky due to water leakage, (c.) Due to deformation of suction connector, a noise image occurred, (d.) Due to wear of angle wire, bending angle in up direction did not meet the standard value, (e.) And due to deformation of suction connector, a noise image occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the image sensor unit was damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board failed due to use stress, external factors, or handling. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: the inspection method for the event is described as follows in the instruction manual "chapter 3 preparation and inspection 3.8 inspection of combination function with related equipment" which states: [inspection of endoscopic images] "check that normal light observation and nbi observation images (excluding bf-mp290f) are projected properly. 1 observe the palm, etc. Using normal light observation images and nbi observation images (excluding bf-mp290f). 2 confirm that the illumination light is emitted. 3 adjust the light intensity to an appropriate brightness. 4 check that there are no abnormalities such as noise, blurring, or cloudiness in the normal light observation image and nbi observation image (excluding bf-mp290f). 5 operate the ud angle lever of the endoscope to bend the curved part. 6 operate the insertion tube rotation ring of the endoscope to rotate the insertion tube. 7 check that normal light observation images and nbi observation images (except for bf-mp290f) do not disappear for a moment. 8 align the up index on the insertion tube rotating ring with the up index on the operation unit." Olympus will continue to monitor field performance for this device.